Manufacturer narrative:
Concomitant medical products: 407645, lead, implanted (B)(6) 2011.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for high impedance on the rv defib coil. The alert threshold was programmed higher. The lead remains in use. No patient complications have been reported as a result of this event.